Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: the pump powers with returned battery cap. The battery cap is able to fully tighten. There was a battery compartment crack observed in thread area. There was evidence of moisture contamination inside battery compartment and on underside of battery cap. Unexplainable power on reset events and eaw 088 errors observed in black box. Due to internal moisture damage a eaw 088 error was received multiple times during investigation. Investigators were unable to complete a 24 hour exercise due to eaw 088 error. The leak test shows leak at battery compartment crack. There was evidence of moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.